Event description:
It was reported that thirty minutes into a procedure using the ambient megavac 90 wand was opened and that wand also gave an error message. The procedure was ultimately completed using a competitor's product. There were no other delays or patient complications reported as a result of this event.